Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced during a generator change out procedure on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received notes ra lead had loss of capture due to fracture noted.

Manufacturer narrative:
Additional information: needed for fracture and loss of capture b5, h6.

Manufacturer narrative:
Correction: : previously reported g3 should have been (B)(6) 2022 rather than (B)(6) 2022